Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: partially in uterus and fallopian tube"), pelvic pain ("pain") and cervix carcinoma ("cervical cancer") in a 40-year-old female patient who had essure (ess205) (batch no. 509015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes and arthritis. Concurrent conditions included flank pain since (B)(6) 2016, neck pain since (B)(6) 2016, obesity since (B)(6) 2016, cholecystectomy since (B)(6) 2016, hematuria since (B)(6) 2016, fibroids since (B)(6) 2017, pelvic abscess since (B)(6) 2017, diverticulitis since (B)(6) 2017, seroma since (B)(6) 2017, hematoma since (B)(6) 2017, constipation since (B)(6) 2017, myalgia since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, cervical spine degeneration, thyroid nodule since (B)(6) 2017, degenerative joint disease since (B)(6) 2017, dizziness since (B)(6) 2017, photophobia, osteoarthritis since (B)(6) 2017, cough since (B)(6) 2017, sleep apnea since (B)(6) 2017, morbid obesity, acute pain since 25(B)(6) 2017 and menometrorrhagia. Concomitant products included doxycycline, prednisone and thiomersal. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced back pain ("back pain"). In 2010, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced anxiety ("anxiety ") with panic attack and depression ("mild depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), bacterial vaginosis ("urinary tract/vaginal) type :bacterial vaginosis ") with abdominal pain lower, haematuria ("bladder or urinary problems or changes :blood in urine"), migraine ("migraines ") with nausea, headache ("headache"), hypertension ("blood or heart disorder/condition type:high blood pressure"), fibromyalgia ("ibromyalgia") with paraesthesia, tooth disorder ("dental problems"), vertigo ("vertigo") with tinnitus, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd / acid reflux") with abdominal pain upper, vitamin d deficiency ("vitamin d deficiency") and alopecia ("hair loss"). The patient was treated with atenolol, colecalciferol (vitamin d), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, cervix carcinoma, hot flush, mood swings, bacterial vaginosis, female sexual dysfunction, anxiety, depression, haematuria, migraine, hypertension, fibromyalgia, tooth disorder, vertigo, dyspareunia, back pain, fatigue, weight increased, gastrooesophageal reflux disease, vitamin d deficiency and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, bacterial vaginosis, cervix carcinoma, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, haematuria, headache, hot flush, hypertension, migraine, mood swings, pelvic pain, tooth disorder, vertigo, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion patient's current weight 270 lbs. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, nausea, fibromyalgia, back pain, cervical cancer, hypertension, tingling of leg, pain in limb, migraine ,headache, vitamin d deficiency. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Reporter information added. Concomitant condition, concomitant drug, treatment drug, laboratory data were added. Added event hot flashes, mood swings, bacterial vaginosis, apareunia (inability to have sexual intercourse), anxiety , mild depression , panic attacks, blood in urine , blood in urine constantly, migraines / headaches, high blood, pressure, fibromyalgia, migration of essure device location of device: partially in uterus and fallopian tube, nausea, dental problems, headaches, vertigo, ringing in the ears , tingling in arms, legs, and hands, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cervical cancer, fatigue, weight gain, gerd, acid reflux, vitamin d deficiency, hair loss, abdominal pain, lower and upper stomach pain. Updated onset date. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: partially in uterus and fallopian tube"), pelvic pain ("pain") and cervix carcinoma ("cervical cancer") in a 40-year-old female patient who had essure (ess205) (batch no. 509015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes and arthritis. Concurrent conditions included flank pain since (B)(6) 2016, neck pain since (B)(6) 2016, obesity since (B)(6) 2016, cholecystectomy since (B)(6) 2016, hematuria since (B)(6) 2016, fibroids since (B)(6) 2017, pelvic abscess since (B)(6) 2017, diverticulitis since (B)(6) 2017, seroma since (B)(6) 2017, hematoma since (B)(6) 2017, constipation since (B)(6) 2017, myalgia since (B)(6) 2017, hypoaesthesia since 25-jul-2017, cervical spine degeneration, thyroid nodule since (B)(6) 2017, degenerative joint disease since (B)(6) 2017, dizziness since (B)(6) 2017, photophobia, osteoarthritis since (B)(6) 2017, cough since (B)(6) 2017, sleep apnea since (B)(6) 2017, morbid obesity, acute pain since 25-jul-2017 and menometrorrhagia. Concomitant products included doxycycline, prednisone and thiomersal. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced back pain ("back pain"). In 2010, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced anxiety ("anxiety ") with panic attack and depression ("mild depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), bacterial vaginosis ("urinary tract/vaginal) type :bacterial vaginosis ") with abdominal pain lower, haematuria ("bladder or urinary problems or changes :blood in urine"), migraine ("migraines ") with nausea, headache ("headache"), hypertension ("blood or heart disorder/condition type:high blood pressure"), fibromyalgia ("ibromyalgia") with paraesthesia, tooth disorder ("dental problems"), vertigo ("vertigo") with tinnitus, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd / acid reflux") with abdominal pain upper, vitamin d deficiency ("vitamin d deficiency") and alopecia ("hair loss"). The patient was treated with atenolol, colecalciferol (vitamin d), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full)). Essure (ess205) was removed on 18-jul-2017. At the time of the report, the device dislocation, pelvic pain, cervix carcinoma, hot flush, mood swings, bacterial vaginosis, female sexual dysfunction, anxiety, depression, haematuria, migraine, hypertension, fibromyalgia, tooth disorder, vertigo, dyspareunia, back pain, fatigue, weight increased, gastrooesophageal reflux disease, vitamin d deficiency and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, bacterial vaginosis, cervix carcinoma, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, haematuria, headache, hot flush, hypertension, migraine, mood swings, pelvic pain, tooth disorder, vertigo, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Patient's current weight 270 lbs. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, nausea, fibromyalgia, back pain, cervical cancer, hypertension, tingling of leg, pain in limb, migraine ,headache, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: partially in uterus and fallopian tube"), pelvic pain ("pain") and cervix carcinoma ("cervical cancer") in a 40-year-old female patient who had essure (ess205) (batch no. 509015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes and arthritis. Concurrent conditions included flank pain since (B)(6) 2016, neck pain since (B)(6) 2016, obesity since (B)(6) 2016, cholecystectomy since (B)(6) 2016, hematuria since (B)(6) 2016, fibroids since (B)(6) 2017, pelvic abscess since (B)(6) 2017, diverticulitis since (B)(6) 2017, seroma since (B)(6) 2017, hematoma since (B)(6) 2017, constipation since (B)(6) 2017, myalgia since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, cervical spine degeneration, thyroid nodule since (B)(6) 2017, degenerative joint disease since (B)(6) 2017, dizziness since (B)(6) 2017, photophobia, osteoarthritis since (B)(6) 2017, cough since (B)(6) 2017, sleep apnea since (B)(6) 2017, morbid obesity, acute pain since (B)(6) 2017 and menometrorrhagia. Concomitant products included doxycycline, prednisone and thiomersal. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced back pain ("left side back pain"). In 2010, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced anxiety ("anxiety") with panic attack and depression ("mild depression"). In (B)(6) 2016, the patient experienced haematuria ("bladder or urinary problems or changes :blood in urine"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), bacterial vaginosis ("urinary tract/vaginal) type :bacterial vaginosis") with abdominal pain lower, migraine ("migraines") with nausea, headache ("headache"), hypertension ("blood or heart disorder/condition type:high blood pressure"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") with paraesthesia, tooth disorder ("dental problems"), vertigo ("vertigo") with tinnitus, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd / acid reflux") with abdominal pain upper, vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss") and rash ("rashes or skin conditions type: rash on face and scalp"). The patient was treated with atenolol, colecalciferol (vitamin d), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, cervix carcinoma, hot flush, mood swings, bacterial vaginosis, female sexual dysfunction, anxiety, depression, haematuria, migraine, hypertension, fibromyalgia, tooth disorder, vertigo, dyspareunia, back pain, fatigue, weight increased, gastrooesophageal reflux disease, vitamin d deficiency, alopecia and rash outcome was unknown. The reporter considered alopecia, anxiety, back pain, bacterial vaginosis, cervix carcinoma, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, haematuria, headache, hot flush, hypertension, migraine, mood swings, pelvic pain, rash, tooth disorder, vertigo, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion patient's current weight 270 lbs. 2006 hysterosalpingogram. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, nausea, fibromyalgia, back pain, cervical cancer, hypertension, tingling of leg, pain in limb, migraine ,headache, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Following event; rashes or skin conditions type: rash on face and scalp were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: partially in uterus and fallopian tube'), pelvic pain ('pain') and cervix carcinoma ('cervical cancer') in a 40-year-old female patient who had essure (ess205) (batch no. 509015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, arthritis and irritable bowel syndrome. Patient's current weight 270 lbs. Concurrent conditions included pelvic abscess since (B)(6) 2017, diverticulitis since (B)(6) 2017, seroma since (B)(6) 2017, hematoma since (B)(6) 2017, constipation since (B)(6) 2017, myalgia since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, thyroid nodule since (B)(6) 2017, degenerative joint disease since (B)(6) 2017, dizziness since (B)(6) 2017, osteoarthritis since (B)(6) 2017, cough since (B)(6) 2017, sleep apnea since (B)(6) 2017, acute pain since (B)(6) 2017, fibroids since (B)(6) 2017, flank pain since (B)(6) 2016, neck pain since (B)(6) 2016, obesity since (B)(6) 2016, cholecystectomy since (B)(6) 2016, hematuria since (B)(6) 2016, cervical spine degeneration, photophobia, morbid obesity and menometrorrhagia. Concomitant products included doxycycline, prednisone and thiomersal. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced back pain ("left side back pain"). In 2009, the patient experienced hypertension ("blood or heart disorder/condition type:high blood pressure"), dental caries ("dental problems: rotting chipped teeth"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd / acid reflux") with abdominal pain upper, vitamin d deficiency ("vitamin d deficiency") and tooth fracture ("dental problems: rotting chipped teeth"). In 2010, the patient experienced rash ("rashes or skin conditions type: rash on face and scalp"), hot flush ("hot flashes"), mood swings ("mood swings"), anxiety ("anxiety") with panic attack, depression ("mild depression"), migraine ("migraines") with nausea, headache ("headache"), vertigo ("vertigo") with tinnitus, alopecia ("drastic hair loss ") and vision blurred ("vision/eye problems type: blurred vision"). In 2012, the patient experienced bacterial vaginosis ("urinary tract/vaginal) type :bacterial vaginosis") with abdominal pain lower. In (B)(6) 2016, the patient experienced haematuria ("bladder or urinary problems or changes :blood in urine"). In 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") with paraesthesia. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, 11 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) cramp throught the month"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pharyngeal mass ("nodule in my throat"), arthralgia ("knee pain") and vaginal discharge ("vaginal discharge") and was found to have cervix carcinoma (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with atenolol, vitamin d nos (vitamin d) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, cervix carcinoma, dysmenorrhoea, back pain, dyspareunia, rash, hot flush, mood swings, bacterial vaginosis, female sexual dysfunction, anxiety, depression, haematuria, migraine, hypertension, fibromyalgia, dental caries, vertigo, fatigue, weight increased, gastrooesophageal reflux disease, vitamin d deficiency, alopecia, pharyngeal mass, arthralgia, vaginal discharge, vision blurred and tooth fracture outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, cervix carcinoma, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, haematuria, headache, hot flush, hypertension, migraine, mood swings, pelvic pain, pharyngeal mass, rash, tooth fracture, vaginal discharge, vertigo, vision blurred, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: she needs additional surgery discrepancy noted in insertion date-2007 received treatment for bacterial vaginosis, anxiety, depression, panic attack, fibromyalgia, rash, migraines, headaches, hypertension, nausea, rotting and chipped teeth, vertigo, ringing in the ears, tinglimg in the arm leg and hands, blurred vision, fatigue, gerd , vitamin d deiefiency, alopecia, device dislocation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: bilateral occluded fallopian tubes; on (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, nausea, fibromyalgia, back pain, cervical cancer, hypertension, tingling of leg, pain in limb, migraine ,headache, vitamin d deficiency. Concerning the injuries reported in this case, the following ones were reported via social media: pharyngeal mass and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: previously added tooth disorder is replaced with rotting teeth and new events: chipped teeth, vaginal discharge, blurred vision were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: partially in uterus and fallopian tube'), pelvic pain ('pain') and cervix carcinoma ('cervical cancer') in a 40-year-old female patient who had essure (ess205) (batch no. 509015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and arthritis. Concurrent conditions included pelvic abscess since (B)(6) 2017, diverticulitis since (B)(6) 2017, seroma since (B)(6) 2017, hematoma since (B)(6) 2017, constipation since (B)(6) 2017, myalgia since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, thyroid nodule since (B)(6) 2017, degenerative joint disease since (B)(6) 2017, dizziness since (B)(6) 2017, osteoarthritis since (B)(6) 2017, cough since (B)(6) 2017, sleep apnea since (B)(6) 2017, acute pain since (B)(6) 2017, fibroids since (B)(6) 2017, flank pain since (B)(6) 2016, neck pain since (B)(6) 2016, obesity since (B)(6) 2016, cholecystectomy since (B)(6) 2016, hematuria since (B)(6) 2016, cervical spine degeneration, photophobia, morbid obesity and menometrorrhagia. Concomitant products included doxycycline, prednisone and thiomersal. On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced back pain ("left side back pain"). In 2010, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced anxiety ("anxiety") with panic attack and depression ("mild depression"). In may 2016, the patient experienced haematuria ("bladder or urinary problems or changes :blood in urine"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type: rash on face and scalp"), bacterial vaginosis ("urinary tract/vaginal) type :bacterial vaginosis") with abdominal pain lower, migraine ("migraines") with nausea, headache ("headache"), hypertension ("blood or heart disorder/condition type:high blood pressure"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") with paraesthesia, tooth disorder ("dental problems"), vertigo ("vertigo") with tinnitus, fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd / acid reflux") with abdominal pain upper, vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), pharyngeal mass ("nodule in my throat") and arthralgia ("knee pain") and was found to have cervix carcinoma (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with atenolol, vitamin d nos (vitamin d) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, cervix carcinoma, back pain, dyspareunia, rash, hot flush, mood swings, bacterial vaginosis, female sexual dysfunction, anxiety, depression, haematuria, migraine, hypertension, fibromyalgia, tooth disorder, vertigo, fatigue, weight increased, gastrooesophageal reflux disease, vitamin d deficiency, alopecia, pharyngeal mass and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, cervix carcinoma, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, haematuria, headache, hot flush, hypertension, migraine, mood swings, pelvic pain, pharyngeal mass, rash, tooth disorder, vertigo, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: she needs additional surgery discrepancy noted in insertion date-2007 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: bilateral occluded fallopian tubes; on (B)(6) 2017: results: total bilateral occlusion. Diagnostic results: patient's current weight 270 lbs. 2006 hysterosalpingogram. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, nausea, fibromyalgia, back pain, cervical cancer, hypertension, tingling of leg, pain in limb, migraine ,headache, vitamin d deficiency. Concerning the injuries reported in this case, the following ones were reported via social media: pharyngeal mass and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received- new events : nodule in my throat and knee pain were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: partially in uterus and fallopian tube'), pelvic pain ('pain') and cervix carcinoma ('cervical cancer') in a 40-year-old female patient who had essure (ess205) (batch no. 509015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, arthritis and irritable bowel syndrome. Patient's current weight 270 lbs. Concurrent conditions included pelvic abscess since (B)(6)2017, diverticulitis since (B)(6)2017, seroma since (B)(6)2017, hematoma since (B)(6)2017, constipation since (B)(6)2017, myalgia since (B)(6)2017, hypoaesthesia since (B)(6)2017, thyroid nodule since (B)(6)2017, degenerative joint disease since (B)(6)2017, dizziness since (B)(6)2017, osteoarthritis since (B)(6)2017, cough since (B)(6)2017, sleep apnea since (B)(6)2017, acute pain since (B)(6)2017, fibroids since (B)(6)2017, flank pain since (B)(6)2016, neck pain since (B)(6)2016, obesity since (B)(6)2016, cholecystectomy since (B)(6)2016, hematuria since (B)(6)2016, cervical spine degeneration, photophobia, morbid obesity and menometrorrhagia. Concomitant products included doxycycline, prednisone and thiomersal. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("left side back pain"). In 2009, the patient experienced hypertension ("blood or heart disorder/condition type:high blood pressure"), dental caries ("dental problems: rotting chipped teeth"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd / acid reflux") with abdominal pain upper, vitamin d deficiency ("vitamin d deficiency") and tooth fracture ("dental problems: rotting chipped teeth"). In 2010, the patient experienced rash ("rashes or skin conditions type: rash on face and scalp"), hot flush ("hot flashes"), mood swings ("mood swings"), anxiety ("anxiety") with panic attack, depression ("mild depression"), migraine ("migraines") with nausea, headache ("headache"), vertigo ("vertigo") with tinnitus, alopecia ("drastic hair loss") and vision blurred ("vision/eye problems type: blurred vision"). In 2012, the patient experienced bacterial vaginosis ("urinary tract/vaginal) type :bacterial vaginosis") with dyspareunia. In (B)(6) 2016, the patient experienced haematuria ("bladder or urinary problems or changes :blood in urine"). In 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") with paraesthesia. On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, 11 years 2 months after insertion of essure (ess205). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping) cramp throughout the month"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pharyngeal mass ("nodule in my throat"), arthralgia ("knee pain"), vaginal discharge ("vaginal discharge"), hair texture abnormal ("hair dry") and pruritus ("deep deep itch in the top of my scalp without dandruff"). The patient was treated with atenolol, vitamin d nos (vitamin d) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device dislocation, pelvic pain, cervix carcinoma, dysmenorrhoea, back pain, dyspareunia, rash, hot flush, mood swings, bacterial vaginosis, female sexual dysfunction, anxiety, depression, haematuria, migraine, hypertension, fibromyalgia, dental caries, vertigo, fatigue, weight increased, gastrooesophageal reflux disease, vitamin d deficiency, alopecia, pharyngeal mass, arthralgia, vaginal discharge, vision blurred, tooth fracture, hair texture abnormal and pruritus outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, cervix carcinoma, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, haematuria, hair texture abnormal, headache, hot flush, hypertension, migraine, mood swings, pelvic pain, pharyngeal mass, pruritus, rash, tooth fracture, vaginal discharge, vertigo, vision blurred, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: she needs additional surgery discrepancy noted in insertion date-2007. Received treatment for bacterial vaginosis, anxiety, depression, panic attack, fibromyalgia, rash, migraines, headaches, hypertension, nausea, rotting and chipped teeth, vertigo, ringing in the ears, tingling in the arm leg and hands, blurred vision, fatigue, gerd , vitamin d deficiency, alopecia, device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Hysterosalpingogram - on (B)(6)2006: results: bilateral occluded fallopian tubes; on (B)(6)2017: results: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, nausea, fibromyalgia, back pain, cervical cancer, hypertension, tingling of leg, pain in limb, migraine ,headache, vitamin d deficiency. Concerning the injuries reported in this case, the following ones were reported via social media: pharyngeal mass and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: events added: hair dry and deep deep itch in the top of my scalp without dandruff. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: partially in uterus and fallopian tube'), pelvic pain ('pain') and cervix carcinoma ('cervical cancer') in a 40-year-old female patient who had essure (ess205) (batch no. 509015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, arthritis and irritable bowel syndrome. Patient's current weight 270 lbs. Concurrent conditions included pelvic abscess since (B)(6) 2017, diverticulitis since (B)(6) 2017, seroma since (B)(6) 2017, hematoma since (B)(6) 2017, constipation since (B)(6) 2017, myalgia since (B)(6) 2017, hypoaesthesia since (B)(6) -2017, thyroid nodule since (B)(6) 2017, degenerative joint disease since (B)(6) -2017, dizziness since (B)(6) 2017, osteoarthritis since (B)(6) 2017, cough since (B)(6) 2017, sleep apnea since (B)(6) -2017, acute pain since (B)(6) 2017, fibroids since (B)(6) 2017, flank pain since (B)(6) 2016, neck pain since (B)(6) 2016, obesity since (B)(6) 2016, cholecystectomy since (B)(6) 2016, hematuria since (B)(6) 2016, cervical spine degeneration, photophobia, morbid obesity and menometrorrhagia. Concomitant products included doxycycline, prednisone and thiomersal. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia inability to have sexual intercourse"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("left side back pain"). In 2009, the patient experienced hypertension ("blood or heart disorder/condition type:high blood pressure"), dental caries ("dental problems: rotting chipped teeth"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd / acid reflux") with abdominal pain upper, vitamin d deficiency ("vitamin d deficiency") and tooth fracture ("dental problems: rotting chipped teeth"). In 2010, the patient experienced rash ("rashes or skin conditions type: rash on face and scalp"), hot flush ("hot flashes"), mood swings ("mood swings"), anxiety ("anxiety") with panic attack, depression ("mild depression"), migraine ("migraines") with nausea, headache ("headache"), vertigo ("vertigo") with tinnitus, alopecia ("drastic hair loss") and vision blurred ("vision/eye problems type: blurred vision"). In 2012, the patient experienced bacterial vaginosis ("urinary tract/vaginal) type :bacterial vaginosis") with dyspareunia. In (B)(6) 2016, the patient experienced haematuria ("bladder or urinary problems or changes :blood in urine"). In 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") with paraesthesia. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, 11 years 2 months after insertion of essure (ess205). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping) cramp thought the month"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pharyngeal mass ("nodule in my throat"), arthralgia ("knee pain"), vaginal discharge ("vaginal discharge"), hair texture abnormal ("hair dry") and pruritus ("deep deep itch in the top of my scalp without dandruff"). The patient was treated with atenolol, vitamin d nos (vitamin d) and surgery (hysterectomy full), salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, cervix carcinoma, dysmenorrhoea, back pain, dyspareunia, rash, hot flush, mood swings, bacterial vaginosis, female sexual dysfunction, anxiety, depression, haematuria, migraine, hypertension, fibromyalgia, dental caries, vertigo, fatigue, weight increased, gastrooesophageal reflux disease, vitamin d deficiency, alopecia, pharyngeal mass, arthralgia, vaginal discharge, vision blurred, tooth fracture, hair texture abnormal and pruritus outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, cervix carcinoma, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, haematuria, hair texture abnormal, headache, hot flush, hypertension, migraine, mood swings, pelvic pain, pharyngeal mass, pruritus, rash, tooth fracture, vaginal discharge, vertigo, vision blurred, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: she needs additional surgery. Discrepancy noted in insertion date-2007. Received treatment for bacterial vaginosis, anxiety, depression, panic attack, fibromyalgia, rash, migraines, headaches, hypertension, nausea, rotting and chipped teeth, vertigo, ringing in the ears, tingling in the arm leg and hands, blurred vision, fatigue, gerd , vitamin d deficiency, alopecia, device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: bilateral occluded fallopian tubes; on (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, nausea, fibromyalgia, back pain, cervical cancer, hypertension, tingling of leg, pain in limb, migraine ,headache, vitamin d deficiency. Concerning the injuries reported in this case, the following ones were reported via social media: pharyngeal mass and arthralgia. Lot number: 509015, manufacture date: 2005-06, & expiration date: 2007-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.